Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they charged their implant up the other day and when they went to turn their stimulation on, they got a message that said eos with a doctor and a stethoscope on it. Agent reviewed meaning of eos message with patient. Patient confirmed they did not recall seeing an eri (elective replacement interval) message. The patient was redirected to their healthcare provider to further address the issue. Patient stated they saw eos about 3 days ago. Patient commented how they do seem to have their settings up high so it drains their implant pretty fast. No symptoms were reported.